Manufacturer narrative:
One (1) of 2 reports - other mfg report number: 1121308-2018-00003. The device involved in the reported incident is not available for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Report 1 of 2: the plastic and reconstructive surgery journal (2017) published: ¿a retrospective look at integrating a novel regenerative medicine approach in plastic limb reconstruction¿ . The purpose of this retrospective study was to evaluate the effectiveness of an innovative approach whereby several therapies were combined to avoid amputation. Seventeen (17) patients with full-thickness wounds who were previously recommended for amputation and were treated with the combinatorial approach of muscle flap reconstruction and concentrated bone marrow aspirate, platelet-rich plasma, integra wound matrix, vacuum-assisted closure, and split-thickness skin grafts were assessed retrospectively. There were hematomas present at the harvest site in 2 of the 17 patients: 1 hematoma required evacuation. This was considered a postoperative complication.

Manufacturer narrative:
Investigation completed on 16feb2018. No product lot number is provided so a DHR review could not be conducted. All product is released based on passing of all in process and finished goods criteria. This includes ensuring that sterile product gets to the customer. The hematomas and above-the-knee amputation (aka) reported are likely related to the procedure and not idrt. The hematomas were at the donor sites and not at the idrt application sites.